Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed that the implantable cardioverter defibrillator (ICD) was in backup mode with no hv therapy active due to off-label MRI environment. Programming changes were performed to restore the ICD. The patient condition was stable.